Event description:
It was reported that a patient had an infection at the pump site so the entire system was explanted on saturday (B)(6) 2015. The manufacturer¿s representative became aware of the explant (B)(6) 2015. It was unknown whether a culture was done to determine the type of infection. The manufacturer¿s representative stated that when the catheter was removed, they apparently could not remove all of the spinal section and it was left in and then removed in a second surgery the following day ((B)(6) 2015). The manufacturer¿s representative was also unsure what drug was in the pump but ¿thought it might be dilaudid.¿ no outcome was reported for this event. Further follow up was being conducted but had not been received at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n499416, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).